Manufacturer narrative:
At this time, no definitive conclusion can be made. The sample has not been returned for evaluation. If/when the sample is returned an evaluation shall be completed and a follow up report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not yet returned.

Event description:
Information as reported by the user facility: it was reported that the battery pack from the simpulse solo irrigator handpiece fell free from the handle and onto the drapes during surgery. It is reported that the battery pack latch broke off after the battery pack was put back into the handle by the user. This occurred away from the wound and no patient injury was reported as a result of this malfunction.

Manufacturer narrative:
The subject product was returned for evaluation. The battery pack was within the handle and the latch was noted to be broken off. The battery pack stayed firmly within the device and could only be pulled free with effort. The event as reported could not be reproduced during attempts to recreate the failure mode. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.